Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the transmitter and the insulin pump. It was reported that two sensors hasn't started. Troubleshooting was done, found the transmitter led doesn't blink on & off when connected to a tester and the transmitter was not working. It was unknown whether the customer will continue the use of transmitter and it will not be returned for analysis.